Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed, "automatic inflation failed." No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), d10, e1(initial reporter), g4, g7, h2, h6, h10. A getinge service representative reported that the reported issue was a result of the customer's incorrect operation of the iabp. The customer forgot to open the helium cylinder which resulted in the reported issue in b5. The iabp did not malfunction; this event occurred as a result of operator use error.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed, "automatic inflation failed." No patient harm, serious injury or adverse event was reported.